Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 900 mg/dl. Details that led to the event and add relevant information if applicable. The customer experienced symptoms such as high sugar and vomiting. The customer was treated with insulin drip. The customer stated that the during hospitalization the patient was diagnosed with urinary tract infection. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.